Event description:
During shift check, the autopulse platform (sn (B)(6). ) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
UDI related data quality updates only.